Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had a tooth feeling loose, experienced nerve damage and needed a root canal along with a crown as well due to the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.